Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they had a high blood glucose value of 424 mg/dl. Customer's other blood glucose value was 292 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. Customer stated that insulin pump had no delivery alarm. Customer was performed self test and displacement test and it was passed. The device will be returned for analysis.